Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the compact plus system.

Event description:
Customer reportedly received result of 200 mg/dl on the compact plus system and result of 500 mg/dl on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.